Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Lab analysis results for capsular contracture still awaited. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported left side "exchange from textured to smooth due to concern with the product", "increased risk for breast implant associated alcl-lymphoma" and "capsular contracture grade unknown". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "exchange from textured to smooth due to concern with the product", "increased risk for breast implant associated alcl-lymphoma" and "capsular contracture grade iii". Device has been explanted.